Event description:
It was reported that patient presented to the hospital pre-syncope. Transmission was performed however, the data received did not indicate a lead performance issue had occurred. The patient was discharged. The patient presented to the hospital several days later pre-syncope. Transmission received indicated that the right ventricular (rv) lead had dislodged. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).